Event description:
The customer reported that the AED was recently purchased (it is a pre-owned unit) and the battery pack need to be replaced; the asi is flashing red. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED was recently purchased (it is a pre-owned unit) and the battery pack need to be replaced; the asi is flashing red. The maintenance schedule is reported as unknown. Communication with the customer: the battery pack has an expiration date of jun 2021, and the pads have an expiration date of jun 2018. Advised the customer that as the AED was purchased pre-owned to remove the AED from service due to expired bp and pads. Reviewed proper maintenance, storage and that AED is no longer under warranty. If the customer replaces the battery pack and pads, recommended to verify that the asi is flashing green. Requested the customer to call back for tech support if the asi is still flashing red or if the AED is displaying service codes or warnings. Also advised the customer that we cannot guarantee the AED will be rescue ready and remain in service after accessories are replaced. Referred to the distributor to order replacement AED, battery pack and pads. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.